Manufacturer narrative:
(B)(4). No carton or shipper was returned for examination, only the sealed package. The package was visually examined and it was found to be properly labeled and has complete seal around circumference of the package. There was a rip of approximately 25 mm in the tyvek. The rip was formed from the outside and was not over any part of the device, but was near the edge of the anvil, and was likely caused by forceful impact into the tyvek. It is suspected that the package was stored outside of its carton. The package showed evidence of abrasion on the bottom and of compression from an object stored on top of it as the outline of the device was slightly pressed into the tyvek lid. Packages are processed using 1-piece flow and undergo a 100% visual inspection prior to placing each package into an individual carton. It is suspected that the damage was caused by inappropriate handling or storage and most likely occurred externally.

Event description:
It was reported that during opening the package the sterility was compromised by the stapler poking through the tyvek. The device is still in the package to return. There was no patient involvement.

Manufacturer narrative:
(B)(4). No carton or shipper was returned for examination, only the sealed package. The package was visually examined and it was found to be properly labeled and has complete seal around circumference of the package. There was a rip of approximately 25 mm in the tyvek. The rip was formed from the outside and was not over any part of the device, but was near the edge of the anvil, and was likely caused by forceful impact into the tyvek. It is suspected that the package was stored outside of its carton. The package showed evidence of abrasion on the bottom and of compression from an object stored on top of it as the outline of the device was slightly pressed into the tyvek lid. It is suspected that the damage was caused by inappropriate handling or storage and most likely occurred.